Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an ansm which reported the following information: the customer reported low readings with the adc device. The customer received unspecified low sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was unable to self-treat. A healthcare professional (hcp) provided an infusion with glucose ("the customer thinks this is it) for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.